Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2023-dec-05 information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated for probably a month they have been having more pain than normal and the ins wasn't working to provide them with therapeutic relief. Patient service specialist reviewed how to increase and decrease stim as needed. Agent helped the pt increase their group c 1-4 program intensities and they could feel 'shocking' that they desired. Agent reviewed role of rep and provided the pt with the nas number for their hcp office. Agent re-directed pt to their hcp to address the patient's pain if increasing intensities didn't resolve their issues. Additional information was received on 2024-apr-10. The pt reported they could feel an electrical shock. Patient services reviewed they could try changing the settings and groups, and the pt stated they hadn't tried changing the settings. Pss reviewed to try and change the settings when sitting and standing. The pt stated they want their system adjusted again, and that they tried to call a rep but didn't get ahold of the rep. Pss reviewed they can call the doctor to have the system checked and adjusted.